Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained tachycardia episodes and an elevated number of short v-v intervals. In addition, the lead had noise. The lead remains in use. No patient complications have been reported as a result of this event.